Event description:
Provider spoke to advise that when the chair was accidently bumped into a wall, the chair would turn off with no lights.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.